Event description:
Report stated "leakage after chemotherapy, leaked through skin." Info received later indicated that there was only local irritation as a result of the leakage and the pt has recovered completely.